Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the cardio cath lab, the md advanced the intra-aortic balloon (iab) over the spring wire guide (swg) through the sheath, which was inserted into the patient's left femoral artery. The md removed the swg from the central lumen. The 3-way stopcock with extension tubing was connected to the central lumen per the instructions for use. While using the extension tubing, the md could not withdraw arterial blood to confirm central lumen patency. As a result, the md removed the iab from the insertion site leaving the sheath in place and inserted another iab without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in therapy, until the second iab was inserted. There were no reported pt complications and the pt outcome is fine.